Event description:
Customer reported the insulin pump was alarming button error when she was trying to bolus. Customer's blood glucose level was 160 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. Unit received with scratched lcd window and cracked reservoir tube lip.